Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited unspecified capture threshold issue. The lead was not implanted. The patient was stable throughout.